Manufacturer narrative:
Corrected data. B5 - describe event or problem. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified that patient stopped charging the ipg because of the uncomfortable stimulation and recharge burden. The ipg was deemed inoperable and patient lost stimulation. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22527, related manufacturer reference number: 1627487-2020-22528, related manufacturer reference number: 1627487-2020-22529, related manufacturer reference number: 1627487-2020-22531. It was reported that patient stopped the ipg because of the uncomfortable stimulation and recharge burden. The ipg was deemed inoperable and patient lost stimulation. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.